Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Event description:
A customer contacted baxter?s global technical service center to report a system error 2240 (indicating air in the set) on the homechoice (hc) machine during the initial drain. The patient was advised to start over again using new supplies. The bag had a kink and the patient pulled it off the spike. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
Pt was revised to address chronic dislocation.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with peritoneal dialysis nurse (pdn) on (B)(6) 2010, who verified there was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during the initial drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable because the supply bag was disconnected. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. The root cause investigation is in progress through (B)(4).